Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the pulse generator was in back-up vvi mode which caused the patient to feel lethargic. It was also noted that the right atrial lead exhibited high impedance. The lead was capped and replaced on (B)(6) 2017 during device change out. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
This supplemental report is to correct previously reported initial MDR. Incorrect serial number with associated patient information was submitted. Corrected fields are: date of birth, additional device information (serial number, lot number, expiration date, and UDI), date of implant, device manufacture date.